Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0unyt, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that a communication problem may be occurring with the patient and the new patient programmer sent to the patient. It was also reported that the patient may not be getting therapy benefit. There was a return of symptoms. The patient reported that her patient programmer was working and she could change the programs but she was not getting urinary relief. On (B)(6) 2015 it was further reported that the patient had painful stim since the implant. She was at 6.0 volts on program 4. The patient reported that she decreased down to 3.9 volts on program 3 and the pain was gone. It was confirmed that the therapy was on. Decreasing the amplitude eliminated the uncomfortable stimulation. The symptoms reported were painful stim in the vaginal area and having to catheterize at night. The patient was having to catheterize herself at night because she was still leaking. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.